Manufacturer narrative:
(B)(4). Batch# unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. What degree of hemorrhoids did the patient have? T¿s unknown. 2. What confirmation was received that the device was fully fired? It was not fully fired. Misfired. 2. Where within the gap setting scale was the orange indicator prior to firing? Yes. 3. Did the device cut? No. 4. If the device cut was the cut line fully circumferential around the target tissue? No. 5. Did the device staple? No. 6. Was the staple line complete? No, it was not completed. 7. Were there any staples missing from the staple line? No stapling. 8. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? It was mis-firing. 9. How many counter-clockwise revolutions were used to open the device? Unknown. 11. Was the safety reset before removal attempted? Yes. 12. How many counter-clockwise revolutions were used to open the device? Unknown. 13. How was it confirmed that the anvil was free from the tissue prior to removing? Unknown. 14. After firing was the adjusting knob turned ½ to ¾ revolutions? It was not fully fired. 15. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Unknown. 16. Who fired the device? Surgeon. 17. Who removed the device? Surgeon. 18. Was the safety reset prior to removal? Unknown. 19. What was the users experience with the device? Surgeon exchanged to new one. 20. How was the procedure completed? Exchanging device. 21. Was there any change in the procedure or patient care as a result of the event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, there was a malfunction of stapling.

Manufacturer narrative:
(B)(4). Date sent: 07/14/2022. D4: batch # 615a24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage with accessories received along with the device. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: squeezing the firing handle exposes the knife. Confirm that the red safety is engaged prior to removing the excised tissue from within the circular knife. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.